Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The spouse of a customer reported via phone call that the customer is in the hospital for high blood glucose of over 600 mg/dl. Troubleshooting found that the o ring at the top of the reservoir is missing and cannot hold the reservoir in place. The customer indicated that a medtronic representative will be at the hospital to deliver supplies.